Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. With the recently introduced ft3iii v2 assay version, a value within the normal reference range of the assay is generated. This value is also similar to the value that is generated with the ft3 assay from another supplier. As the ft3iii v2 assay version has an improved robustness against streptavidin interference, the root cause of the discrepant high value of the ft3iii assay version is consistent with the presence of a streptavidin interference factor that causes the falsely elevated value of the ft3iii assay version.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample with the cobas e 801 module serial number unknown. The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. Refer to the attachment on the medwatch for all patient data.